Event description:
A health care provider (hcp) for a clinical study reported uncomfortable stimulation in left butt cheek and down leg, resulting in an unscheduled clinic or office visit. On (B)(6) 2016, the patient¿s device was examined. The patient always felt stimulation since implant, but over the course of the past two years it became worse as they felt stimulation in muscles in left butt cheek at times could not even sit or put pressure on leg. The entire system was explanted and replaced on (B)(6) 2016. The event resolved without sequelae on (B)(6) 2016.

Event description:
Additional information received reported device pain so the device was turned it off and symptoms had not come back so the patient desired removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.